Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's grandfather reported via phone call that customer received a button error alarm and when act and esc buttons were pressed to clear alarm, insulin pump wanted to shut off. Customer's blood glucose was 174 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.